Event description:
It was reported that the reservoir of a folfusor had ruptured during filling. The device was being filled with a solution consisting of 40 ml fluorouracil and 41 ml 0.9% saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned and is currently in the process of being evaluated. A follow-up report will be filed if additional relevant details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the sample noted a ruptured bladder in a non-footing position. The reservoir was microscopically examined and markings on the interior surface of the bladder were observed near the rupture line. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.